Event description:
Surgeon is questioning if there have been reports of problems with suture causing infection. He has had 3 pts recently come back to his office with wound infections.these infections required antibiotic therapy.